Manufacturer narrative:
A medtronic representative visited the site to perform a system checkout. They had resolved the issue after they adjusted the upper door switch. No parts were replaced and the system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the system was unable to close completely. The gantry was still able to open and close as needed but the pendant showed that it was still open. No patient was present and no delay was noted.